Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the reason for replacement was due to stenosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.